Manufacturer narrative:
Evaluation results: as received, the lead was cut; the cuts were consistent with explant damage. Marks consistent with electrocautery instrumentation were also observed on the lead segments. Due to the cut lead, functional testing could not be performed. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01711. The pt received two scs systems, including two surgical leads, for low back and bilateral leg pain. It was reported that the pt's stimulation was ineffective. The physician decided to explant both of the pt's systems on (B)(6) 2011. No further pt complications were reported.